Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at their ipg site. Originally, the physician thought that the pain was related to the patient's si joint, but pain injections did not resolve the issue. In turn, the ipg pocket was moved to relieve the pain. Post-operatively, stimulation therapy was restored. Additional information received in follow-up stated that the patient's issue had resolved.